Manufacturer narrative:
The customer suspected potential (B)(6) results when using architect hiv ag/ab combo reagent, lot number 78017li00. Based on the information within the complaint record, the (B)(6) architect hiv results correspond to the (B)(6) results obtained with western blot and the viral load method, suggesting that (B)(6) results obtained with the elisa method were (B)(6). A review of tickets determined normal complaint activity for lot 78017li00 and no trends for the reported issue were identified. Return testing was not completed as returns were not available. Sensitivity testing was performed on a retained kit of lot 78017li00 by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as (B)(6) for the seroconversion panels. A review of product labeling concluded that the issue is sufficiently addressed. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Based on this investigation no product deficiency was identified for the architect hiv ag/ab combo reagent, lot number 78017li00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27, that has similar product distributed in the us, list number 2p36.

Event description:
The customer reported a (B)(6) architect hiv result (B)(6) on one patient ((B)(6) ) compared to a (B)(6) test. The patient has previously been (B)(6) on architect, (B)(6) , and viral load (B)(6) in 2017/ historical 2014 (B)(6) . There was no additional patient information provided. There was no reported impact to patient management.